Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No low battery alerts or replace battery now alarms noted. Unit passed self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No a17 alarms noted. However, unit alarmed a21 and loss of memory after battery change due to faulty c-13 on interface board. Unit received with broken battery cap, cracked case at display window corners, broken belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alert and an unexpected restart. Blood glucose level at the time of the incident was not provided. Customer also stated that a piece of the battery cap broke off. Review of the alarm history showed that a low battery alert occurred also. Blood glucose level at the time of the incident was 127 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.